Event description:
It was reported by service report that there were angle sensor errors on the footboard screen. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Angle sensor.